Event description:
The customer reported generation of seven (7) erroneously high patient results for sodium (na), potassium (k), and chloride (cl) on their au480, clinical chemistry analyzer (pn b12183, sn (B)(6)). The erroneous patient results were not reported out of the laboratory. There is no report of death, serious injuries, or delays/changes in treatment or diagnosis for the patient due to this incident. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) confirmed the probable cause of the failure as a malfunctioning ise reference valve assembly. The fse replaced ise reference valve to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).